Event description:
In 2008, the patient called for assistance with occlusion (e4) errors. Upon follow up with the patient, his sister reported air bubbles in the system but did not specify where the air bubbles were located. The patient or his sister were not able to troubleshoot at the time of the report. Further attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.